Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278276, expiration date 04/30/2015). (B)(4).

Event description:
Customer reportedly received results of 5 mmol/l and 7.6 mmol/l within 10 minutes on the mobile system. A result of 1.6 mmol/l was obtained on the compact plus system within 10 minutes. Low blood glucose symptoms were reported with these results. The customer took unspecified action to raise his blood glucose. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.